Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® voluma¿ with lidocaine in the right-side base of nasolabial fold with 0.5ml and in the jawline with 0.5ml. The patient was concomitantly treated with clinisept. The next day, the patient reported a ¿vo¿ along the nasolabial fold and infraorbital region. The vascular occlusion is associated with facial (illegible) causing skin necrosis infraorbital region (illegible). Which the injector confirmed. The patient was treated with hyalase. The event symptoms were resolved four days later. Healthcare additionally reported the patient was injected with 2ml of juvéderm® voluma¿ with lidocaine in the ¿naso-labial base and jawline.¿ the following day the patient reached out to the clinic regarding their symptoms. The hcp was not made aware of the events until two days later and treated the patient with ¿emergency hyalase filler dissolving x2 cycles 1hrly with patch test.¿ the following day the hcp ¿reviewed and reassured patient, no more hyalase filler dissolving required, medications prescribed.¿ the next day ¿reviewed of the healing wound via picture sent from patient wound care advice.¿ three days later the healing wound was reviewed again via picture sent from patient and confirmed wound healing well further care advice given. The hcp will see the patient again in approximately two weeks. Symptoms status is unknown.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(4). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.